Event description:
Related manufacture ref: 3008452825-2025-00136. During an atrial tachycardia procedure, it was found that the ablation catheter was not bent properly. Additionally, the tip of the puncture sheath was rough. The sheath and ablation catheter were replaced and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilater were received for evaluation. Visual inspection revealed the distal tip of the sheath had been split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip remains unknown.